Event description:
It was reported that the lead dislodged multiple times during the implant procedure with the helix extended. The physician also expe rienced difficulty advancing the stylet in the lead. The lead was not used and another lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).